Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual, optical, photographic and microscopic examination of the subject device found the ptfe (polytetrafluoroethylene) coating was peeled/scraped off between 13.0cm and 35.0cm from the proximal end. It appeared that the torque device had been dragged down the subject device. No anomalies were observed with the hydrophilic coating. The subject device distal tip had been shaped, and bends were found along the length. Friction was noted during functional test with a demo microcatheter, likely due to the observed anomalies. The directions for use (dfu) precautions that: "excessive tightening of the torque device onto the wire may result in abrasion of the coating of the wire." The coating damage on the proximal end of the guidewire was probably due to the excessive tightening of the torque device. Since the device dfu specifically precautions that excessive tightening of the torque device may result in abrasion of the coating of the wire, the cause is likely related to the dfu instruction not being followed.

Event description:
Analysis of the returned guidewire found that the polytetrafluoroethylene (ptfe) coating was peeled off. There was no clinical consequence to the patient.